Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The customer reported they thought a red flashing asi was normal. As a follow up with the customer, the proper maintenance of this device was reviewed.